Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that a chemical spill occurred during setup as the vent cap assembly was missing from the tubing. While preparing nab-paclitaxel which is cytotoxic (a chemotherapy medication). As per instructions from (B)(6), the pharmacist primed the tubing with normal saline, attach the tubing to an empty viaflex bag, then added the nabpaclitaxel to the bag. When the line was primed the bag was hanging so they didn¿t notice the vent cap was missing. It wasn¿t until the nabpaclitaxel was added that fluid started leaking from the tubing. This happened in the biological safety cabinet. This was treated as a chemical spill and cleaned it up with no issue. There was no patient involvement.